Event description:
It was reported that the left ventricular lead had high threshold and the physician felt the lead had moved. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).